Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger/modem was powering intermittently. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The pt received a replacement battery charger/modem.